Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced moderate de-novo difficulty emptying bladder, "unsuccessful bladder void trial prior to discharge." A repeat bladder trial was done in the clinic on (B)(6) 2014 and the event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.